Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, fever, diarrhea, nausea, vomiting, indigestion, vaginal bleeding and ovarian cyst ruptured. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and metformin. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("complications from your essure removal procedure-physician noticed fibroids"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, migraine, nausea, dysmenorrhoea, fatigue, weight increased, headache and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: procedure insertion: normal uterine cavity with visible ostia were noted. These implants were placed in the right and left tubal ostia without difficulty. Removal procedure: essure implants were examined and both the ends of essure on bilateral sides were seen, confirming complete removal of essure implants after removal, most of her events decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, pelvic pain, abdominal pain lower, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: pfs received. Reporters information updated. Event: fibroids were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. Concomitant products included metformin. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with vicodin, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, migraine, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: procedure insertion: normal uterine cavity with visible ostia were noted. These implants were placed in the right and left tubal ostia without difficulty. Removal procedure: essure implants were examined and both the ends of essure on bilateral sides were seen, confirming complete removal of essure implants after removal, most of her events decreased diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. Concomitant products included metformin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with vicodin, surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, migraine, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: procedure insertion: normal uterine cavity with visible ostia were noted. These implants were placed in the right and left tubal ostia without difficulty. Removal procedure: essure implants were examined and both the ends of essure on bilateral sides were seen, confirming complete removal of essure implants after removal, most of her events decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Plaintiff information was added. Lot number provided (823468). Events added: vaginal bleeding, depression, migraine headache, nausea, dysmenorrhea, fatigue, weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, fever, diarrhea, nausea, vomiting, indigestion, vaginal bleeding and ovarian cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and metformin. In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, migraine, nausea, dysmenorrhoea, fatigue, weight increased and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: procedure insertion: normal uterine cavity with visible ostia were noted. These implants were placed in the right and left tubal ostia without difficulty. Removal procedure: essure implants were examined and both the ends of essure on bilateral sides were seen, confirming complete removal of essure implants after removal, most of her events decreased diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain, abdominal cramping, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Concomitant medication added. Event : headaches were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.